Event description:
The customer reported to customer service that the power supply for her breast pump that was purchased in (B)(6) of 2010, had exposed wires. No report of an injury.

Manufacturer narrative:
Attempts to obtain the product were unsuccessful. Customer was to call back to give add'l info, but never did. Customer stated that she thought she observed a spark from the exposed wires on her transformer. Flames or signs of burning were not reported, nor was there a report of an injury. As of the date of this report, the original product has not been received. Should the original product be received, resulting in new, changed or corrected info, a follow up will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-ongoing.